Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that the jaws could not be opened after a sealing cycle was completed. The surgeon forced open the jaws manually. This caused damage to the tissue. It was also noted that less than 500 cc of blood loss occurred. No transfusion was necessary. Another device was utilized to complete the case. There was no pt injury.